Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2317-50. Serial: (B)(6) batch: 5165297. UDI: (B)(4).

Event description:
It was reported that the patient fell and the contacts on the left lead were fractured, and high impedances were noted. The patient also lost stimulation coverage. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned.